Event description:
A surgeon reported that during lasik flap creation, suction was lost after beginning the canal. The pt interface was exchanged for a new one and the surgeon decided to begin again with no alteration to the settings. The flap was created successfully with very slight opaque bubble layer and the treatment went it well. There was no harm to the pt. The surgeon indicated that he had tightened his grip on the suction ring, which may have caused the loss of vacuum due to the angle of the ring on the eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).